Event description:
International complaint received reporting during pt use the male connector leaked. There was no pt injury or medical intervention required. No additional information is available at this time.